Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized for low blood glucose levels of 15 mg/dl on (B)(6) 2017. The customer states receiving a recall letter for the infusion set and she thinks that's why her blood glucose was low. The customer's current blood glucose levels are 124 mg/dl, the customer treated low blood glucose levels through an IV. The low blood glucose levels started on (B)(6) 2017. The customer reported that they were wearing the insulin pump at the time of hospitalization. The customers pump will not return for analysis.